Event description:
Pt placed negative pressure wound therapy pump, which ran for approximately one hour, then machine stopped functioning, pump swapped out with another pump (same manufacturer), ran for slightly less than 5 days, then that pump also stopped functioning. At the time of this swap, the pt became upset and expressed desire to reuse further npwt treatment. Pt agreed to utilize another npwt pump, prodigy. This pump did not have any malfunctions while it was in use. Physician and visiting nursing agency notified. Both pumps passed operational tests prior to delivery. Pump malfunctions: in both cases, the a-4 pumps ceased working and would not power on. Pumps failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failures confirmed by equip tech upon receipt back to company.